Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead issued a red alert via patient monitoring for high out-of-range rv pace impedance measurements greater than 3,000 ohms. No adverse patient effects have been reported. This pacemaker and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead issued a red alert via patient monitoring for high out-of-range rv pace impedance measurements greater than 3,000 ohms. No adverse patient effects have been reported. This pacemaker and rv lead remain in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead was surgically abandoned and replaced. In addition, the pacemaker was explanted and upgraded to a different pacemaker model. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.